Event description:
The scs system was explanted due to a midline infection. The physician believes that the infection is not device related. The physician removed the system to treat the infection. Once the infection has cleared the pt will be reimplanted with a new system.